Manufacturer narrative:
The guide wire referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the guide wire during advancement, as resistance was noted, resulting in the reported difficult to advance/position. Further manipulation of the device during retraction, as resistance was noted, likely contributed to the reported difficult to remove, ultimately causing the stent dislodgement outside the anatomy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly tortuous and moderately calcified lesion in the obtuse marginal coronary artery. A 0.14 ht balance middle weight guide wire was advanced to the lesion. The 2.75x28mm xience alpine stent delivery system (sds) was advanced over the guide wire; however, resistance between the devices was met. Resistance was also felt on removal and the device was removed together as a single unit. The stent dislodged from the sds once outside the anatomy. A new bmw guide wire and a 2.50x28mm xience alpine stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.